Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit, motor error alarm, weak battery and blank display. The customer's blood glucose value was unknown. The customer stated that display was still blank with new battery cap. The customer stated that the pump turned off after weak battery alarm. The customer reported the drive support cap to appear normal. The product was returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm, motor error alarm and battery out limit alarm due to blank display. Motor passed motor test.